Event description:
The surgeon reported via the territory sales manager that a (B)(6) male patient required a revision procedure as his exeter stem had fractured. The surgeon reported that the patient was revised on (B)(6) 2013. The primary procedure took place in 2009, although the surgeon does not know the exact date.

Manufacturer narrative:
Additional information and the explanted device have been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported via the territory sales manager that a (B)(6) male patient required a revision procedure as his exeter stem had fractured. The surgeon reported that the patient was revised on (B)(6) 2013. The primary procedure took place in 2009, although the surgeon does not know the exact date.

Manufacturer narrative:
An event regarding stem fracture involving an exeter device was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the root cause of this exeter stem fracture could not be determined based on the information provided. There was no patient information provided or device returned for evaluation.